Event description:
An inital reporter called in stating the fork on the transport chair shattered. The reporter was called for additional information. The device was brought to him for repair reportedly by a healthcare worker. No injury or ill effect.